Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Due to difficulty in crossing the lesion area, a non-bsc guide extension catheter was used to deliver the stent. However, the device was still unbale to cross. Upon removal, the stent got dislodged while pushing and pulling the non-bsc guide extension catheter. The device was removed from the patient's body together as a whole system. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. The device was returned with the stent detached and damaged. The balloon cones were reviewed, and no issues were noted. Crimp markings visible on exposed balloon wall. A visual and microscopic examination of the bumper tip showed damage to the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Due to difficulty in crossing the lesion area, a non-bsc guide extension catheter was used to deliver the stent. However, the device was still unable to cross. Upon removal, the stent got dislodged while pushing and pulling the non-bsc guide extension catheter. The device was removed from the patient's body together as a whole system. The procedure was completed with a non-bsc device. No patient complications were reported.